Event description:
The customer reported that the ECG and respiration waves may be distorted, and an incorrect heart rate and no respiration may be displayed, if only 3 electrodes are attached to the pt. No pt harm was reported.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.